Manufacturer narrative:
The technician found the ground pin broken on the power cord. The technician replaced the power cord to repair the bed.

Event description:
Information received indicates the ground loss indicator on the control panel is lit.